Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a subject experienced and was hospitalized for peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The subject was treated with irrigation of peritosol solution, cefazolin intraperitoneally (ip), and ceftazidime (ip). Based on the culture results, the antibiotics were changed from cefazolin to vancomycin. Pd therapy was ongoing and unchanged. The subject was discharged from the hospital two days later (based on subject's request) with antibiotic treatment given at home and follow-up at an outpatient clinic. The subject recovered from the event of peritonitis. No additional information is available.